Event description:
In 2007, this patient was implanted with the gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. The procedure went as planned however, on the post-operative computed tomography dated for the previous month, there was infolding of the right common iliac limb of the main graft. The physician states that, in retrospect, the aorto-iliac junction is narrow on the right and this may have contributed to the infolding of the iliac limb. The patient is reported to be doing well with no adverse sequela.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing verified that this lot met all pre-release specifications. Please note attached list of additional device implanted in pt gore excluder aaa endoprosthesis contralateral leg component (pxc141200/lot#04927875).